Event description:
As reported by an Edwards Lifesciences affiliate in Israel, the patient underwent a transcatheter valve replacement (TVR) procedure with a 20 mm SAPIEN 3 Ultra RESILIA (S3UR) valve. Approximately five (5) months post-procedure, the valve had a leaflet tear and severe regurgitation. A valve-in-valve TVR procedure was subsequently performed. The procedure was successful and the patient was noted to be stable post-procedure. No additional information was provided.

Manufacturer narrative:
The Unique Device Identifier (UDI) Number is (b)(4) .The investigation is ongoing.